Event description:
The user facility reported that the device broke during a procedure. The blade piece was removed and decontaminated by the user facility; however, it was later misplaced. There was no pt injury reported.